Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: critical pump error/open book image. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unit powered up properly after battery installation. Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 63 alarms were found on (B)(6) 2021. During download review, pump error 63 alarm confirm in main error log (adapt). File ID=2005 line ID=9926. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 63 was cause by rf chip error. Problem isolated to electronic assemblies. In conclusion unit came in with critical pump error alarm trigged by pump error 63. Pump error 63 was cause by rf chip error per r&d findings. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. On september 25, 2021 customer called in with the following concern: critical insulin pump error/open book image. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the insulin pump. Insulin pump powered up properly after battery installation. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that insulin pump error alarms were found on (B)(6) 2021. During download review, insulin pump error alarm (variable 0x15) confirmed in main error log (adapt). (B)(6). Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that insulin pump error was cause by rf chip error. Problem isolated to electronic assemblies. In conclusion insulin pump came in with critical insulin pump error alarm trigged by insulin pump error. Insulin pump error was cause by rf chip error per r&d findings. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beeping and on the screen it had a picture of the insulin pump and an arrow pointing to a book. Customer reported that they had an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.